Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the system didn¿t work and it hadn¿t worked for years. The patient said this was due to normal battery depletion. The patient reported that had lost a lot of weight (not alleged to be related to the device/therapy,) and that the battery in their left butt cheek stuck out when it didn¿t do that before. The patient reported that they had started losing the weight in 2018 and that they probably noticed it was sticking out in 2019. The patient stated that they couldn¿t sleep on the side that the stimulator was in because it was uncomfortable. The patient also stated that the health care professional (hcp) they went to wanted to schedule taking the system out and putting a new one in though the patient remarked that they didn¿t see a need to do because they were not having overactive bladder like they had then. The patient stated they didn¿t s ee a need for the therapy and they wanted to know if they had to get the system out. Patient services redirected the patient to their health care professional (hcp) to further address the issue.

Event description:
Additional information was received from the patient. They reported that the ins stopped working, year unknown, maybe around 2016. The patient knows because they doesn't feel it anymore and urinates/wets. Patient services asked about using the patient programmer, the patient said they called about this before and said they did "everything they asked" and can just tell the implant is not working. The office of (B)(6) said they can't take it out without replacing it. Patient services redirect the patient to the healthcare professional hcp, but later said they think the physician left. The patient also need like 3 or 4 other surgeries and is almost 70 and will need to decide what to do. When discussing registration, the patient noticed first ins was replaced after it died.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that they got the implant for overactive bladder. It was reported that their ins quit working because they stopped feeling the bladder pinching, and they noticed that when they have to pee, they have to pee right away. It was noted that this started in (B)(6) 2018. It was also stated that since (B)(6) 2018, the patient had lost quite a bit of weight and the skin on top of the implant was thinner than it used to be. It was reported that they are going to have it taken out and replaced on the (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.